Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.